Manufacturer narrative:
The cartridge was not returned for investigation. The lot was released for distribution having met all product design, quality and product released criteria. No defects were found during incoming inspection of this lot. A review of the lot history revealed no other events of this type have been received. Medwatch user facility #(B)(4). Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received of a (B)(6)-year-old female patient receiving continuous renal replacement therapy (crr) on (B)(6) 2017. When removing the arterial line from the venous port, the line tip broke off in the catheter. The pieces were removed and therapy resumed within approximately 1 hour. There was no harm to the patient.